Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer¿s current blood glucose level was 350 mg/dl. The customer stated that they had also gotten a high blood glucose level of 400 mg/dl which they treated with the insulin pump. The customer stated that the insulin pump had gone through the menu selection without her pressing anything. The time clock had advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.